Manufacturer narrative:
Product investigation report conclusion - the reported primary failure mode, related to a failure to deploy, is consistent with the engineering evaluation findings of a knotted deployment line and catheter kinks. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The returned device exhibited several forms of damage (e.g. Tangled deployment line, catheter kinks, endoprosthesis body delamination). The cause for these damages could not be determined, but they are consistent with damage resulting from the inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: the device is available, but was not received yet. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. After receipt of the device, an engineering investigation will be conducted. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an occlusion in the superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device). It was stated that during the intervention, the vsx-device could not be deployed. The physician decided to remove the delivery catheter with the device together with the sheath in parallel and chose a different stent graft. The procedure was completed as planned and there was no report of patient harm. Only additional procedural steps were required.